Event description:
Our office reported that a female patient experienced red eye, stinging sensation, discomfort, and blurry vision in both eyes with use of complete moistureplus. Patient consulted a doctor and was diagnosed with keratitis in her right eye. Patient was treated with an antibiotic and has recovered.

Manufacturer narrative:
Lot number of device used by patient is unknown; manufacturer is unable to perform product evaluation.